Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional reporter email: (B)(6).

Event description:
The complaint/event involved a 9" (23 cm) appx 0.52 ml, smallbore ext set w/microclave® clear, nanoclave®, 0.2 micron filter, 2 clamps, luer lock. Particulate matter was reportedly identified on the filter during a total parenteral nutrition change in the neonatal intensive care unit. There was no patient harm and no adverse event reported.

Manufacturer narrative:
The following item was returned by the customer for complaint investigation: -one used list #a1249, 9" (23 cm) appx 0.52 ml, smallbore ext set w/microclave¿ clear, nanoclave¿, 0.2 micron filter, 2 clamps, luer lock; lot #unknown as received, a dry yellow solution and a black small particulate were observed inside the filter vent. No additional anomalies or damage were observed. It was confirmed that the filter performed as expected by filtering out particulate matter from the line. None of the observed particulate was downstream of the filter. Although particulate matter was observed inside the filter, the device filter performed as expected by trapping out any particulate. Further, the location of the identified particulate aligns with where filtered particulate would be expected. However, how, when or where the particulate inside the filter vent originated from cannot be determined.